Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip ntw was prepared per instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one of the grippers were not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. One clip was then deployed, reducing the mr to a grade of 1-2. While outside the patient, the clip was tested, but the gripper actuation issue was still not resolved. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Returned device analysis confirmed the single gripper actuation issue. It was observed that the non-tactile marker gripper line was separated from the l-lock shaft. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information and analysis of the returned device, the reported single gripper actuation issue was a cascading event of the gripper line separation. The investigation determined the gripper line separation resulting in single gripper actuation issue to be related to a potential product quality issue. This complaint is within the scope of an exception (issue) 130421 and exception (action) 135842 as the complaint description and device codes match the specific issue described in the exception. The investigation evaluated the reported issue, and the engineering group identified the likely root cause to be related to manufacturing variability. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.